Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had a pump error. The customer¿s blood glucose was 169 mg/dl. Customer states they were able to clear the alarm and also able to rewind the pump. But, reservoir was not detected in displacement test. The insulin pump will not be returned for analysis.